Event description:
It was claimed that the patient developed an infection 50 days after endoprosthesis implantation. They had a second surgery to replace implant head and cup liner. Now doctors are determining which microbe caused the infection in order to select antibiotics. The patient's joint was operated on twice in 2 months from (B)(6) 2025. It was claimed that there's no opportunity to eliminate the infection because of the implant. This leads to another 3rd surgery with total joint replacement and implanting a temporary antibiotic spacer. After that they will have another 4th surgery and installation of another endoprosthesis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6721-0330; size 3 accolade ii 127 deg; lot# 98063201, cat# 6570-0-232; delta v-40 ceramic head 32/+4; lot# 10002351, cat# 502-11-56f; trident hemispherical cluster hole shell; lot# 98460004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Added pt. Weight and date of explant. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a right cementless total hip arthroplasty since I was able to see an x-ray with the implant in place. I was also able to see a discharge summary from the time of the primary surgery. I cannot confirm infection since I have no documentation other than microbiology reports that showed no evidence of organisms. Root cause analysis: assuming that the event is infection, following a primary right total hip arthroplasty, the root cause cannot be determined with certainty. The root causes of an early acute infection, following a right total, hip, arthroplasty or multifactorial, including surgical technique, the operating room environment, patient compliance, activity level, lifestyle, and bmi. I would not assign any causality to the implant itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.